Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press and it was making a grinding noise during priming. Customer also reported that the device's time and date were frozen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. No keypad anomaly noted. The keypad connector on lcd board was inspected and no anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test; however the motor was noisy during prime/rewind due to faulty motor. The insulin pump was programed with the current time and date and monitored. No frozen screen or time clock anomaly noted. No cosmetic damage noted.